Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem. Per sample evaluation summary update on (B)(6) 2023. The arctic sun device sometimes did not cool enough . Chiller fan and air filter were dusty and clogged. The artic sun device was due for 2000 hours preventive maintenance. Circulation and mixing pumps were weak and old software present.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature problem. Per sample evaluation summary update on (B)(6) 2023. The arctic sun device sometimes did not cool enough . Chiller fan and air filter were dusty and clogged. The artic sun device was due for 2000 hours preventive maintenance. Circulation and mixing pumps were weak and old software present.